Event description:
It was reported that multiple cartridge alarms occurred during the load sequence and insulin delivery. The customer experienced an elevated blood glucose (bg) level displayed as "high"; although a specific bg value was not provided. Customer took no action to address the bg. Customer loaded a new cartridge to resolve the issue.